Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6), product type: implantable neurostimulator.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinsonian tremor. It was reported that the patient was experiencing visual hallucinations which started about four years ago. In the past couple of weeks the patient has been seeing things in their right hand that no one else can see. No further complications were reported.